Manufacturer narrative:
The synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end lifted. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-mar-2022. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.50-3.00mm x 10mm, concentric, de novo target lesion containing >=90 degrees bend was located in the moderately tortuous and severely calcified left circumflex. Following pre-dilation with a 2.50 x 10mm wolverine cutting balloon, a 2.50 x 20 synergy ii drug-eluting stent was advanced, but failed to cross the lesion. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.